Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. It was reported that the patient expired on (B)(6) 2018 due to an acute subdural hematoma. The patient had a brain compression and herniation. The account communicated that there was no further information to provided. Heartmate ii lvas, serial number (B)(4), was not returned to abbott for evaluation. Stroke and bleeding are listed in the current revision of the heartmate ii lvas IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired due to acute subdural hematoma, brain compression and herniation. No further information was provided.